Event description:
It was reported that the device reached its elective replacement indicator due to normal battery depletion. The device failed to deliver an alert. The patient was stable and will continue to be monitored. There were no adverse consequences.